Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 601 mg/dl. The customer was treated with manual injection, intravenous and emergency visit. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that they left in middle of night at hospital and blood glucose was over 600. Customer was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.